Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The customer stated that she was vomiting at time of her admission and was released two days later. The blood glucose reading at time of call was 117mg/dl. The customer stated that she believes the issue was related to food poisoning, but also the sensor was not tracking her glucose level accurately. Had the customer to check the expiration date and found that the sensors were expired. The customer stated that she had the sensors for a year before she began using. Advised the customer that the sensors have a six months shelf life. No further info was provided.